Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 21 mmol/l with symptoms of thirst, urination, and general malaise. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there had been multiple call service alarms which caused a delay in treatment. This complaint is being reported based on the allegation that a patient experienced a hypoglycemic event as a result of repeated call service alarms.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: a review of the black box shows multiple cs054-0000 alarms and multiple deliveries resumed. The time/date was not corrected. The pump was exercised for 24 hours; no call service alarms were duplicated during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the pcb or internal components was found. The complaint was verified in the history but could not be duplicated during testing. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).